Manufacturer narrative:
Per the clinic the patient was treated with a topical antibiotic and the patient underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on march 19, 2018 (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery to debride the area on (B)(6) 2018. The implanted device remains.